Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause and treatment were unknown. It was not reported if the patient was hospitalized for the event. A t the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.